Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) on tachy therapy mode off. Boston scientific technical services (ts) did not discuss the reason. This device remains in service. No additional adverse patient effects were reported.